Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bilateral rupture" confirmed via MRI. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported right side "gross rupture", "hole in radius (edge)". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken and wear abrasion. A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior with stress marks due to surgical impact opening .non-penetrating nick(stress marks).

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.